Event description:
The participant awoke with new weakness in his right arm and leg and new sensory loss in his right arm. In the emergency room a CT of the head revealed a new hypodensity in the left parietal lobe. He was admitted for provisional diagnosis of stroke. A lumbar puncture did not find evidence for an infection. An MRI of the brain was done, overriding the trial protocol because of clinical need, and it showed enhancing lesions inferior to the implanted subdural grid over hand area, most consistent with infection. The investigational device was surgically explanted the same afternoon, and during surgery, purulent material underneath the subdural grid was sent for cultures, and based on the results the participant is receiving triple antibiotic therapy. The participant is still hospitalized and still has weakness in his right arm and leg as of this report. Surgical cultures from device explantation on (B)(6) 2025 first grew klebsiella pneumoniae, then staph lugdunensis, then staph epidermidis, then candida orthopsilosis.